Event description:
N/a.

Manufacturer narrative:
Mayfield infinity xr2 skull clamp (a2114) was returned for evaluation: device history record: the DHR shows no abnormalities related to the reported failure. Failure analysis - unit received with the index knob not being able to be turned to the locked position. Additionally, the plunger assembly is sticking and not always allowing the ratchet extension to move smoothly through the body casting. The torque knob is sticking and needs to be disassembled and cleaned. Unit received without the pedi rocker arm. General maintenance and cleaning required. Root cause - the reported complaint was confirmed via inspection of the unit. The index knob was not turning to the locked position. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking knob on mayfield infinity skull clamp (a2114) gets caught or stuck halfway intermittently. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.